Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent revision breast augmentation with a 225cc mentor smooth round moderate profile and experienced breast implant deflation on her right side postoperatively. As a result, the device was explanted, and replaced on (B)(6) 2021.

Manufacturer narrative:
On august 13, 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Paperwork received with the device indicated that the replacement device used was catalog number 3542257; serial number (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 6, 2021, as per device received on august 13, 2021, and since no response received, the return device is considered as complaint device, and following fields have been updated: field d1 for brand name has been updated to "unknown saline implants textured". Field d4 for catalog number has been updated to "unk_saline implants textured". Lot and serial numbers under field is blank. Field d4 for unique identifier( UDI) has been updated to blank. Field g4 for PMA/ 510(k) has been updated to "unk". On september 8, 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the saline breast implant, 225cc was found to have a tear on the posterior view, measuring approximately 1.1 cm. A microscopic examination was performed and the cause of the deflation could not be identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. Since no lot number was provided, no manufacturing record evaluation could be performed. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).